Event description:
A customer reported a cracked and shattered touchscreen on their pump, which became damaged after the customer fell on it. The damage left the touchscreen illegible, and the customer could no longer interact with the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.